Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" cable lead 1 & 2 wires are measuring open. The root cause for the open cable was excessive force. There was no adverse event that resulted from the damaged belt.